Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to car accident on (B)(6) 2018 and insulin pump will not rewind and is pushing down piston with finger. Customer reported that the reason of hospitalization was due to car accident the customer's current blood glucose unknown. Customer reported that the insulin pump system was in use at time of vehicular accident. The devise will not be returned for analysis.